Event description:
Bio-medical technician from user facility reported that while respiratory therapist was using the device, it was reported that the gauge malfunctioned in the pressure manometer. After use, gauge was tested and was reported to be inaccurate. Death of pt was reported, but not confirmed if during use of post-use.

Manufacturer narrative:
The actual complaint sample was returned for analysis. The sample was tested for accuracy and overall function. Accuracy was within stated tolerances through 30 cmh2o and 1 cmh2o above stated tolerance at 40 cmh2o. Manometer needle movement was not smooth throughout the functional range of the manometer, however, inconclusive as to its impact on the event.